Event description:
A customer observed positively biased vanc qc results on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the same lot of reagent tested on a different analyzer yielded acceptable qc results. Calibrator responses and calibration parameters were acceptable. Replacement of the photometer lamp and recalibration restored the analyzer to its intended operation. The root cause of the event was instrument-related.